Event description:
On (B)(6) 2024, rayner received notification from its distributor in malaysia of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that immediately following implantation into the eye a crescent shaped defect was present on the lens optic.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided sttes that immediately following implantation of the lens, there was a crescent shaped defect in the lens optic. The lens was explanted and exchanged during the original surgery session. The healthcare facility reports that the patient has experience iris trauma and hyphema as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The additional information received from the distributor identifies that resistance was encountered as the lens moved from the cartridge into the nozzle. The rayone IFU "use of rayone" section "fig 7" includes the statement "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The device has been confirmed as available for return; however, no product has been received by rayner for evaluation. Our review of production records for the rayone emv toric rao210t batch 034237496 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv toric rao210t batch 034237496. There is insufficient evidence and information available to determine the cause of the event.